Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by an attorney that between (B)(6) of 2009, the insulin pump and infusion set failed to supply the customer with the correct dosage of insulin to manage her diabetic condition. The customer subsequently passed away.